Event description:
It was reported that the customer had normal blood glucose levels of 112 mg/dl. The customer reported that the insulin pump alarmed no delivery multiple times. The customer was unable to troubleshoot because it was a past event. The customer would like to have the insulin pump replaced. No additional information was provided.

Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing, it was concluded that the device operated within specifications.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4).